Manufacturer narrative:
(B)(4).

Event description:
Patient's wife believed that there was a language barrier/difficult with their current healthcare provider (hcp). It was reported that patient believed and told the hcp that he thought the pump was not working because he was at a level 5 for pain. However, per hcp, the patient was old so there "would be some pain when an individual is that old." Drug delivered via the device was fentanyl. Patient was considering hcp options. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(4) 2011, explanted: unk. (B)(4).

Event description:
Additional information received reported the patient was seen on (B)(6) 2012, and he reported some pump site pain and low back pain due to increased activity. The patient was using his personal therapy manager (ptm) for pain control. The patient's pain was also being managed with other oral medications. No patient injury was reported.